Event description:
The manufacturer received information alleging "the sound of the ventilator was louder and more high-pitched than usual". There was no harm or injury reported. The device was in patient use. During the evaluation of the trilogy evo at the manufacturer's service center, it was confirmed by an operational check that a high-pitched noise was occurring. No failure was confirmed in the error log. The noise was resolved after replacing the blower assembly, indicating that the issue was caused by a malfunction in the blower assembly. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00).

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging "the sound of the ventilator was louder and more high-pitched than usual". There was no harm or injury reported. The device was in patient use. During the evaluation of the trilogy evo at the manufacturer's service center, it was confirmed by an operational check that a high-pitched noise was occurring. No failure was confirmed in the error log. The noise was resolved after replacing the blower assembly, indicating that the issue was caused by a malfunction in the blower assembly. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. Software version was checked (ver.1.06.10.00). New information linv: the trilogy evo motor/blower assy was sent to the philips investigation lab (pil) for further investigation, and the complaint of noise could not be confirmed. The product investigation lab (pil) is unable to confirm the alleged failure of the trilogy evo motor/blower assy. Visual inspection found no defects. Pil installed the suspect component into the pil trilogy evo test bed attempted to run the device. The device immediately created a ventilator inoperative condition. An errors code indicating motor shutdown was generated. This failure is being further investigated by the manufacturer. The root cause was not confirmed. No further evaluation of this part is required at this time.